Event description:
A malfunction alarm with malf 12 was reported, but there were no notable events occurring prior to it. There was no reported adverse impact to the customer's blood glucose level. To address the issue, technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue recurs.